Event description:
Additional information was received from the patient. The patient stated that their external device was not working properly and that it never got to 100%. The patient confirmed that this issue had been going on for a while now. The patient later called back after receiving a replacement power cord and stated that they needed all of the external equipment replaced. The patient reported that the handset would go up to 90% and get stuck for 5 minutes. An agent reviewed lag with the patient and was going to guide them through clearing the data, however the patient did not have their equipment present during the call. An agent asked the patient to call back once they had their equipment present so that they could be assisted with clearing the data. The patient wanted the external equipment to just be replaced. The patient called back in and an agent walked the patient through clearing out the data. The patient reported that the handset went to 90% then skipped to delivering the bolus. The patient had met with their nurse and had cleared out the data and the next day it was bad again. The patient reported it gave them anxiety having to clear out the data. An agent reviewed that replacing the handset would not permanently resolve the issue, but agreed to replace the handset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that the caller (hcp) stated that the patient was doing a refill and when tried to connect to the pump, it was saying the pump read air. The caller stated that it seemed like the communicator and the pump were not communicating properly and it was taking a very long time despite cleaning out the memory and storage to evenget to the full amount to interrogate the pump to check how many boluses the patient had left. The agent walked the caller through clearing the data in the cache. The troubleshooting steps that were taken on the call resolved the issue.